Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202941628, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 06-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 545 ml, flow rate: 6ml/hr, procedure: lamont placement, cathplace: abdominal. It was reported the patient had the lamont placement with two five inch silver soaker catheters and two pain pumps. One pump was fixed at 6ml/hr and the other pump was fixed at 8ml/hr. The pumps were hooked up at the same time in post anesthesia care unit (pacu). The dials we not adjusted and the device door was closed with a zip tie. The pump set at 6ml/hr, with the device door secured, emptied a half a day earlier than the pump set at 8ml/hr. There was no reported patient harm. Additional information received 24-aug-2018 stated the sample was discarded by a nurse so there is no sample available for return. There was no patient injury or consequences from this event. The pump was used under normal room temperature and no heating or cooling device was used during the time. The pumps were placed around the same level as the infusion site.